Manufacturer narrative:
H10: as the lot number for the devices were not provided, a manufacturing review could not be performed. The devices were not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Morris simson, christos a. Athanasoulis, ducksoo kim, fred l. Steinberg, david h. Porter, barbara h. Byse, et al (1989). Simon nitinol inferior vena cava filter: initial clinical experience. Radiology, vol. 172(1):99-103. Doi:(B)(4). H11: b5, g1, h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 35 malfunctions. The information reviewed indicated that model unknown simon nitinol vena cava filter allegedly experienced obstruction, malposition of device, and failure to expand. This information was received from one source. The malfunctions involved patients with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model unknown simon nitinol vena cava filter allegedly experienced obstruction, malposition of device, and failure to expand. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.